Event description:
It was reported that the pump module had channel error during an infusion of rituxan. The rituxan was intended to infuse at a rate of 50ml/ hour with a volume to be infused of 25ml. The clinician stopped the infusion and restarted the infusion on a different pump channel. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.